Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral valve implant procedure. The IFU instructs the operator to dilate the vessel using the retroflex dilator kit by advancing and increasing the size of dilators over the guidewire until the appropriate diameter is reached. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths and dilators such as severe obstructive calcification or severe tortuosity. Per the edwards training manuals, pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. In this case, the patient's access vessel was measured to be greater than 7.0 mm with mild calcification and tortuosity. The tavr procedure requires the placement of large bore devices and the placement of sheaths and dilators in these vessels have the potential to result in vascular complications. It is likely that the combination of patient factors, and the insertion of a large diameter dilator, caused or contributed to the reported vessel damage. In addition, per the physician, cumulative friction build up from calcium in the vessel could have contributed to the reported dissection. No further actions are required at this time.

Event description:
As reported via the edwards clinical specialist, while attempting to dilate the right common femoral artery in preparation for insertion of a 22fr sheath, the 25fr dilator could not be advanced. The smaller french dilators of the set were able to be advanced. The decision was made to abort the case. Angiography revealed a small dissection of the right common femoral artery which was repaired with a tissue patch. The patient was stable.